Event description:
It was reported a patient had a filter placed in 1998. An x-ray taken for back pain in 2001 revealed one of the filter legs was broken and detached from the filter. Although the physician felt the patient was protected with this filter, the patient's insistence resulted in placement of another filter. No further intervention resulted from this event and no further action has been planned. The patient's condition is good. This device remains implanted. Therefore, no failure analysis will be available. As a lot number for the filter was not provided a device history search could not be performed. As co's follow up could not confirm any further details regarding the circumstances surrounding this event, co is unable to determine the cause for this event.